Event description:
It was reported that the atrial lead dislodged at the time of generator change. After multiple unsuccessful attempts to reposition the lead, the lead was explanted. Upon removal from the body, it was noted that a piece of tissue was scarred on the tip which seemed to be preventing the helix from grabbing any tissue. When the replacement atrial lead was to be connected, the atrial setscrew would not deploy. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): upon analysis, no anomalies found. (B)(4): no anomalies found, however, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was melted, the outer insulation had cosmetic environmental stress cracking, the outer insulation was breached cut, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, there was tissue on the helix and there was apparent explant damage; full lead returned and analyzed.